Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high creatinine result and erroneously low egfr result generated by the (B)(4) clinical chemistry analyzer. The patient results were reported out of the lab and were questioned by the nurse. The specimen was re-tested for creatinine and lower results were obtained. No impact to patient treatment was reported.

Manufacturer narrative:
Qc was within specifications before and after the event. Service was dispatched; however, no specific information was provided to date. A clear root cause for this event has not been determined.